Event description:
The physician performed an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. The procedure was performed without issue. It is unk if fluoroscopy was performed prior to the procedure; therefore, vessel size, vessel condition and site confirmation are unk. Reportedly, "six (6) to eight (8) hours post deployment, th ept became hypertensive." The pt was diagnosed with retroperitonal bleed, but it is unk how this diagnosis was confirmed. A femostop device was applied to the femoral site and "the pt was fine." Although requested on multiple occasions, no additional info was available.